Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 75 days post-implant, it was reported that the patient expired due to ¿global deterioration.¿ the pump parameters were reported to be normal and it was reported that the hospital was unclear on what happened with the patient. No further information was available.

Manufacturer narrative:
Thrombus was found in the evaluation of the pump; however, a direct correlation to the reported event could not be conclusively determined. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball that appeared to have evidence of laminated layering, which indicates that it was present while the pump was operating. A portion of the thrombus was also adhered to the inlet bearing cup. The thrombus ring and the portion found on the inlet bearing cup appeared similar in color and structure, which suggests that they were likely a single formation prior to disassembly of the pump. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions of use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The device is expected to return but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.